Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had low blood glucose. Customer's blood glucose level was 324 mg/dl and treated with insulin pump. Customer had low blood glucose with value 54 mg/dl and treated with (B)(6). Customer declined to troubleshoot for high blood glucose or low blood glucose .